Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A representative reported via interdepartmental helpline solutions tracker of hospitalization and high blood glucose readings from the insulin pump. The customer did not change the reservoir and ran out of insulin on the school bus with no supplies. The customer declined to troubleshoot.